Manufacturer narrative:
Investigation summary: it was reported by the facility representative that contamination, black specks, and puffs of particles observed when opening the packaging. To aid in the investigation, forty-six samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. A device history record review was completed for material number 305180, lot number 0302556. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: caregiver in noticed contamination, black specks, and puffs of particles when opening blunt fill needle packaging while needling 20 ml syringes.